Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had developed a fracture. The proximal pins portion of the lead were cut and the remaining lead was capped, and a new lead was implanted. The lead has since been extracted. No patient complications have been reported as a result of this event.